Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating no anomalies were visually observed on the right atrial (ra) lead nor via diagnostic imaging.

Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if any anomaly was observed either visually or via diagnostic imaging. The ra lead was capped and replaced during an unrelated procedure. The patient was in stable condition.